Event description:
It was reported that during a pulsed field ablation (pfa) procedure, the faradrive steerable sheath clear was selected for use. Upon inserting the non-boston scientific hd grid mapping catheter, microbubbles and significant amounts of air were extracted, but recovery was not possible. The sheath was replaced. The procedure was completed successfully without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure, the faradrive steerable sheath clear was selected for use. Upon inserting the non-boston scientific hd grid mapping catheter, microbubbles and significant amounts of air were extracted, but recovery was not possible. The sheath was replaced. The procedure was completed successfully without patient complications. The device is expected to be returned. It was further reported that the sheath was replaced with a non-boston scientific sheath and the issue was resolved. The device has been received for analysis and investigation is still in progress.

Manufacturer narrative:
Additional information was provided in section b5 describe event or problem and section d9 returned to manufacturer date.

Manufacturer narrative:
The faradrive sheath has returned for analysis. Upon receipt at our post market quality assurance laboratory, the device was visual inspected, and no abnormalities or defects were found on the exterior of the sheath. Additionally, a loss of fluid and pressure was revealed during functional testing. During microscope inspection of the hemostatic valves, it was identified both valves were torn on the inner face by the center slit and confirmed to be the cause of the failure during analysis and the primary cause of the allegation for this event. Based on the available information, the cause of reported visible air/bubbles was likely traced to component failure.

Event description:
It was reported that during a pulsed field ablation (pfa) procedure, the faradrive steerable sheath clear was selected for use. Upon inserting the non-boston scientific hd grid mapping catheter, microbubbles and significant amounts of air were extracted, but recovery was not possible. The sheath was replaced. The procedure was completed successfully without patient complications. The device is expected to be returned. It was further reported that the sheath was replaced with a non-boston scientific sheath and the issue was resolved. The device has been received for analysis.